Manufacturer narrative:
A f/u report will be filed if more info becomes available.

Event description:
Refer to medwatch number: 1219856-2007-00183 for first event involving this pt. It was reported that iab was prepared as instructed. Sheath was placed in femoral artery. Iab was advanced over guidewire. While iab was advanced through sheath, iab membrane unwrapped. As a result, sheath & iab were removed as one unit. After this second attempt, md decided to treat pt without pump support. There were no reported pt complications.